Event description:
Allegedly, patient revised due to pain, debilitating lack of mobility, high levels of toxic metal levels. (Right).

Manufacturer narrative:
This is the same event as 3010536692-2015-00572, -00586.